Event description:
Customer reported testing with the freestyle meter and a result of 298 mg/dl was given. Although the customer did not think this reading was correct customer took regular insulin anyway. Within 5 mins of the first reading, the customer decided to perform a comparison test and received a reading of 114 mg/dl. The tests were reported to have been performed on the hand. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.